Event description:
It was reported that the lead pacing impedance had increased from 600 ohms to 1100 ohms and the threshold increased. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: proximal conductor fractured; partial returned lead in segments